Manufacturer narrative:
A ge svc rep performed an on site investigation. The software was installed during the svc call. The system was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that the system had split images and the image disruption was such that the system was unusable. There is no report of injury or death associated with the event.